Manufacturer narrative:
An investigation was carried out into this complaint. When reviewing similar reportable events for ambulift classic we have not found other similar cases where the patient became rigid and fell from the device. We have been able to establish that there is no complaint trend concerning these kinds of events. During bathing the patient unexpectedly became rigid with her legs stretched out. Health care assistant simultaneously began to lower the hoist and at the same time held on to the patient and stretched apply the brakes of the hoist on. As health care assistant held the patient arm raised the left hand arm of the hoist when patient fell sideways to the floor hitting her head. The device was being used by the caregiver and in that way contributed to the event. Unfortunately, there is no possibility to confirm if the device was according to its specification due to fact that it was not checked by technicians (the device is examinate by health and safety inspectorate - (B)(4)). However we can state that the device was in good working condition before incident. The hoist was being used appropriately and full service records available with no faults. The information we were able to obtain regarding the event is very limited. Despite our best efforts to obtain details of this event, we were informed that investigations performed by health and safety inspectorate - (B)(4) might be taking place over a long period of time. All devices are equipped with an instruction for use which clearly informs how to correct and safe use the device. Instruction for use for ambulift contains wording: - "always ensure that seat is secure before allowing a patient to use it". Also IFU provides information that: - "after bathing, raise the chair as desired and if facilities permit, carefully shower off the patient. Ensure the chair and the patient are lifted sufficiently high enough to clear the side of the bath, then release the rotation lock and swing the patient over the side of the bath". Moreover IFU contains checks and precautions section which clearly inform that caregiver should examine the device: - "a general visual inspection off all external parts should be carried out periodically and all function should be tested for correct operation, to ensure that no adverse damage has occurred during use". Due to limited information provided with this complaint we are unable to determine what exactly happened in the facility. We could not confirm if there was any product malfunction. From provided information to date it is possible that the patient had some problems before and the event is an unfortunate accident. If the new information will be provided to the complaint the follow up report will be sent.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (under registration #9617021). As of 06/15/2010, that number was deactivated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment ab and any medwatch reports were submitted under registration #9611530 or medibo (medibo medical products nv / 3004468271) and ah magog (arjohuntleigh magog, inc. / 9681684). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided following the conclusion of the investigation.

Event description:
Initially it was reported to arjohuntleigh representative that 'patient was being dressed on the ambulift following her bath by hca's. Unexpectedly the patient became rigid with her legs stretched out. Hca simultaneously began to lower the hoist and at the same time held on to the patient and stretched apply the brakes of the hoist on. As hca held the patient his arm raised the left hand arm of the hoist and she fell sideways to the floor hitting her head'.